Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right ventricular lead and right atrial lead exhibited oversensing of noise resulting in pacing inhibition and multiple episodes of inappropriate mode switch were also noted. Oversensing was noted with minimal left arm isometric movements. The patient was asymptomatic to the event. The leads were capped and replaced on (B)(6) 2018. The patient was in stable condition.